Event description:
During routine testing of the device at the service center, the user reported the hematocrit saturation probe failed the start-up self test. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no pt involvement during this event.